Manufacturer narrative:
Concomitant medical products: 0158, lead, implanted: (B)(6) 2003, 4469, lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient received possible inappropriate therapies. The device was delivering anti-tachycardia pacing (atp) for episodes that appeared to be supra ventricular tachycardia (svt), but the device was classifying as ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.